Event description:
Reference number (B)(4). Event occured in the united arab emirates. The patient's father reported that the blood glucose (bg) level event on (B)(6) 2025. The blood glucose levels were 440 mg/dl. Treatment for high blood glucose was insulin pump. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.